Manufacturer narrative:
No further info is available on the repair of the bed at this time. A follow up report will be sent once this info becomes available.

Event description:
The technician reported the brake and steer casters are not holding. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).